Manufacturer narrative:
The material number has been updated. The corrected information is provided in this follow up report.

Event description:
Implant fracture at/after delivery of the material number has been updated. The corrected information is provided in this follow up report.

Event description:
Implant fracture at/after delivery of.